Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if needle mechanism failure could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42 warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119 avoid lows, highs, and dka you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126 warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the emergency room with diabetic ketoacidosis (dka). Patient was wearing the pod between 4 and 24 hours on the infusion site (leg). Patient went to the emergency room on (B)(6) at 11:30am and was release that night at 11:30. The patient was vomiting. The pod was not working on tuesday and patient ended up in the hospital because patient did not have a pod to put on. Patient stated could not see the cannula and it was not sticking out and the skin was inspected to be sure that the cannula did not dislodged but there was no insertion mark on the skin which indicates that the cannula never fired, which indicates a failure of the needle mechanism. The patient was treated with saline intravenous, insulin intravenous and because patient was dehydrated insulin drip. Patient had large ketones. The doctor changed the basal for that day and they suspended the basal until thursday at 10 pm. Patient took regular lantus. The patient went to the endocrinologist on (B)(6) because patient was not wearing a pod. Patient received one pod after the doctor¿s appointment once patient got home. This was a follow up appointment to the emergency room visit the patient had. Patient¿s a1c went from 14 to 7 since patient started wearing this pump.